Event description:
A representative reported that the patient¿s healthcare provider (hcp) programmed a refill during a refill procedure and printed out a print report. They sent the patient home as they thought they had updated the pump. The pump then started alarming a few days later. The hcp had a printout that showed the reservoir volume was full. The representative had a copy of the printout from (B)(6) 2013 and it was a print report. The hcp did not have a session report because they never updated the pump. The printer reported was created on (B)(6) 2013 at 10:26. The representative reported that the patient had 0 ml when the patient came in for the refill on (B)(6) 2013, and the empty reservoir alarm was occurring. The medication infused was baclofen. On (B)(6) 2013 a representative later reported that all they knew was that the patient was receiving effective therapy with no further complaints.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l69057, implanted: (B)(6) 1999, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).